Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have broken thumb latch on the docking station that would cause it to not hold securely the device (handheld radical-7) during the docking and charging. In addition, battery compartment's lock in the handheld was also found to be damaged that would have prevented the battery to securely connect to the device. As a result the radical-7 device was not holding charge.

Event description:
Customer reported that the device is not holding a charge and its reading "bad sensor". Add'l info rec'd: the unit would only ideally perform when in the docking station and would shut down when out of the docking station. It happens on a client. Alive time, about 1 minute or less. No known impact or consequence to pt.